Manufacturer narrative:
Event date: exact date unknown, event occurred many years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7003746.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned.